Event description:
It was reported that during implant of the left ventricular lead, micro effusion was observed. The lead was successfully implanted. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was successfully implanted.